Manufacturer narrative:
Additional information was received that there is no apl failure, or any indication of a loss of ventilation. There was no reportable malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: customer contact reports no patient information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to an ambu bag and case resumed. There was no patient injury.